Event description:
Procedure type: lap appendectomy. According to the reporter: stapler was fired into secum and the staple line split open. The patient is currently in ICU. There was unanticipated tissue loss. Tissue was resected. There was irreversible tissue damage. There was unanticipated extension of the incision more than one inch. Surgery time was delayed by more than 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
The reporter information is being updated. This is the same institution reported in the initial MDR report, however, the institution name and city have been updated.

Event description:
According to the reporter: per additional information received, the surgeon converted to an open procedure in order to close the caecum (it was previously reported that the incision had just been extended). The patient had an intraoperative content leak from the intestine when the staple line failed and the patient subsequently developed infection. The most recent patient status was stated as ¿patient is doing much better.¿ the patient is an adult. No reinforcement material was used. The customer was unable to provide the lot number of the device.

Manufacturer narrative:
(B)(4).